Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the qcpr meter stopped functioning during a cardiac arrest. Additional information has been requested from the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the qcpr meter stopped functioning during a cardiac arrest. This report has been updated from a serious injury to a non adverse event as the qcpr meter is not needed for the delivery of therapy or chest compressions and manual CPR may be performed. After unplugging and then plugging the qcpr meter back in, there was no change. Patient care was not hindered and high quality CPR was continued by the user without it. Rosc (return of spontaneous circulation) was achieved with no complications to care for the patient. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed. The fse provided information to the customer to order a replacement qcpr meter. The defibrillator remains with the customer.